Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that this type of an event can occur. Under care and handling of instruments, it states, "inspect the instrument case and instruments for damage upon receipt and after each use and cleaning." Under cleaning and decontamination, number 1 states, " thoroughly clean instruments until visibly clean, repeating as necessary, prior to initial sterilization and as soon as possible after use." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-01712 / 01715 / 01716).

Event description:
Depth gauges cannot be cleaned properly due to a glue residue that cannot be washed off. There was no patient injury or delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.